Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with severely scratched display window and cracked reservoir tube lip. No unexpected failed battery test alarm noted and has normal operating currents.

Event description:
The customer reported via phone call that there were repeated failed battery test alarms with the insulin pump. Customer stated they have tried several batteries, but the alarm persisted. Customer's blood glucose was unknown. The customer stated there were no physical damage present on the insulin pump. The customer agreed to return the insulin pump for analysis.